Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ plus IV catheter there was foreign material on the tube. The following information was provided by the initial reporter: foreign material on the tube.

Event description:
It was reported that before use of the bd angiocath¿ plus IV catheter there was foreign material on the tube. The following information was provided by the initial reporter: foreign material on the tube.

Manufacturer narrative:
H.6. Investigation: sample was not decontaminated by vendor. 1 photo and 1 actual sample returned for evaluation. The actual sample were subjected to visual inspection, 80006088 test specification it was observed a gel-like fm on one of the catheter tube of the returned sample the complaint is confirmed, and product is not meeting the requirement. The fm was subjected to ftir analysis. The ftir result shows that the spectrum of the fm had matched with the spectrum of the silicone. Silicone and its derivatives is any class of siloxane that can be classified as fluid and resin. Typical applications include sealant, adhesives, lubricants, and medical applications. The reported defect could be originated from tipping process. During the investigation, it was noticed that there are solidified silicones at the edges of the lube tank holder. The solidified silicone could have transferred to the catheter during the lubrication process. DHR was performed and no quality notification was raised for similar nonconformance during production of the batch.